Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation. A visual inspection did not find any evidence of detachment; all joints were intact. An attempt was made to inflate the device and a pinhole rupture was identified on the balloon. Therefore, the investigation is unconfirmed for the reported detachment, and is confirmed for a pinhole rupture. However, the investigation is inconclusive for the reported retraction issue as further functional testing was not viable, due to the rupture. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model at75186 pta balloon dilatation catheter allegedly experienced detachment of device or device component, retraction problem and material rupture. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model at75186 pta balloon dilatation catheter. Reportedly, the pta balloon allegedly ruptured at 12atm during the second inflation attempt. It was further reported that there was difficulty removing the balloon through the sheath. Upon removing the balloon through the sheath, a segment of the balloon allegedly detached but was successfully removed from the patient. Another balloon was used to complete the procedure. The procedure was completed with another device. This report was received from one source. This event involved one patient with no reported patient injury.